Manufacturer narrative:
Batch review performed on 28 august 2018; lot 166777: (B)(4) items manufactured and released on 26 january 2017. Expiration date: 2022-01-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on 24 august 2018; postoperative femoral fracture, few weeks after primary cementless tha. The fracture probably happened on a weakend bone due to normal intraoperative femoral preparation during walking re-education period of time. No reason to suspect that this event is due to a faulty device.

Event description:
The patient came in complaining of pain 21 days after primary surgery. The surgeon determined that the patient had a fractured femur. The surgeon determined that the stem was undersized in the primary. The surgeon revised the stem and head. The surgery was completed successfully